Event description:
During investigation and review of medical records it was discovered that due to dislocation patient went under first revision to an mdm in (B)(6), 2012. Dr. Also indicated that the patient had dislocated again necessitating a 2nd revision which is being reported under separate complaint.

Manufacturer narrative:
Reported event: an event regarding dislocation of an unknown stryker hip system was reported. The event was confirmed. -device evaluation could not be performed as no items were returned. -medical records received and evaluation: clinician review of the provided records concluded "the report of the first revision surgery in (B)(6) 2012 notes that the hip was found to be unstable due primarily to a complete avulsion of the abductor musculature from the greater trochanter with furthermore missing external rotators [...] In conclusion, root cause of the problem leading to a second dislocation intervention has been the gross muscle deficiency around the hip, already in existence during the first revision procedure" -device history review could not be performed because the device associated with this event was not returned nor was it properly identified. -complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: clinician review of the provided medical records confirmed the reported event and indicated the root cause was related to deficient musculature in the patient's hip. There is no indication that the arthroplasty devices contributed to the event. If devices and / or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Not returned.